Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. The probable cause was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The instruction manual / operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.6, identifies the following related verbiage which could have prevented the phenomenon: before inspection, wipe the objective lens using a clean, lint-free cloth. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image. Adjust the brightness level as appropriate. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on the charged coupled device unit. The device evaluation found adhesive on the bending section cover had a chip, damage to the forceps elevator lever, the bending section could not be fixed firmly and switch 2 did not work due to damage.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the high definition videoscope image did not appear and the color bar flickered. There were no reports of patient harm.